Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.

Event description:
Reporter indicated that the power cord for a hand held computer was not working and that "it appears that the pin is not good any more". Product was returned to manufacturer for product analysis. Pending the results of product analysis.